Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - volista standop. As it was stated the product label has came off. There was no information about any injury however we decided to report this case in abundance of caution as any parts falling into sterile field may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification, since missing label could be considered as technical deficiency, and in this way device contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. The investigation report ir (B)(4), including the cause and effect diagram, concluded that the detachment of the product label was due to the texture of the painted surface. In order to improve the bonding of the volista 400 product labels, the design change request 190935 asked to apply the same bonding process of the volista 600 - adding a transparent protective sticker glued by loctite 454 on the painted surface. This measure was applied in production on october 28th, 2019. The identification sticker gluing kit ard368859555, containing 25 label holders ard568801121 and a loctite 454 gel tube is available to fix the cases of detached labels. To prevent any safety issue the instruction for use IFU 01781 mentions to check the lightheads for chipped paint, impact marks and any other damage, during daily and monthly maintenance inspection (IFU 01781 en v14 page 37, page 94). We believe that all remaining devices are performing correctly in the market.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 26th of october 2020 getinge became aware of an issue with one of our surgical lights - volista standop. As it was stated the product label has came off. There was no information about any injury however we decided to report this case in abundance of caution as any parts falling into sterile field may lead to contamination.